Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittent altitude alarms occurred across multiple cartridges while the customer was not outside of the labeled operating altitude range. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to reload the existing cartridge, clear the alarm, and resume insulin therapy.